Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The operating currents could not be performed and the battery out limit alarm could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported receiving a battery out limit alarm on the insulin pump and stated that the buttons were unresponsive. Customer stated that they went to a party and were sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 107 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.